Event description:
During an ptca/stenting treatment procedure, dissection of the left anterior descending artery was noted. Angiography performed revealed 80% and 90% lesions in the lad. Moderate calcium was also in the vessel. The patient had laser atherectomy and stent placement in the rca, at that time. They returned 3 days later for elective stenting of the lad, a cutting balloon was passed into the lad to treat the two areas of stenoses. An express2 2.5 x 12 stent was then passed to one area of stenosis and was inflated to 14 atms. Following deployment of the express2 stent, a dissection was noted in the lad, prolonged balloon inflation was then performed in the area of the dissection with reduction of the leakage to approximately 50%. The balloon was re-inserted and a jomed stent was passed into the vessel, but stopped short of the express2 stent. The jomed stent appeared to be somewhat loose on the balloon and due to the possibility of the stent coming off the balloon, it was deployed just proximal to the express2 stent. The patient was then taken to the operating room due to bleeding into the pericardial space leading to cardiac tamponade and cardiac arrest. No additional information is available at this time.